Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) lead, the right atrial (ra) lead insulation was damaged. Thus the ra lead was also explanted and replaced. No additional adverse patient effects were reported.